Event description:
It was reported that venflon I 20ga 1.0 mm x 32mm needle broke. The following information was provided by the initial reporter: during the removal of the venflon I catheter the cannula got broken and the cannula inside the patient, they had to operate and remove the cannula.

Manufacturer narrative:
H6: investigation summary: photos were received by bd for evaluation. A quality engineer was able to review the photos of a venflon I from lot # 0.0356976, regarding item # 391592 with the reported issue of ¿during the removal of the venflon I catheter, the cannula was broken and the cannula was inside the patient. They had to operate and remove the cannula¿. DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 00356976. Three photographs and no customer returned samples are available for investigation. The investigating team has used the photographs and the retention samples of 00356976 to check for blockage, blunt and or catheter pull force variations. Ten retention samples were tested to measure the catheter pull force on instron utm machine to check the strength of catheter tubing. The retention samples were tested for catheter blunt tip verification test on latex sheet drum tests and on instron. All the test results did not show any variation in the speciation from the standards. There is no evidence of cannula tip damage, catheter damage or ppft tube damage in any of the retention samples. Tests performed on ten retention samples were within conformance to bd specs. The customer complaint could not be confirmed. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon I 20ga 1.0 mm x 32mm needle broke. The following information was provided by the initial reporter: during the removal of the venflon I catheter the cannula got broken and the cannula inside the patient, they had to operate and remove the cannula.